Event description:
Report received of an overdelivery of hydromorphone. The customer contact indiated that the event was the result of an error in programming the device. The pump was programmed in the continuous + pca mode with a concentration of 0.1 mg/ml instead of the intended 1.0 mg/ml. The remainder of the settings included a continuous rate of 0.5mg/hour with a pain scale of >6, which can be titrated to 1.0 mg/hour with a pain scale of >8, pca dose of 0.2mg, a patient lockout of 10 minutes, and a 4-hour limit of 4mg. After 7 hours, the nurse found the patient "groggy". At this time, the nurse reportedly discovered the programming error, and the infusion was stopped. The patient was discharged "last weekend and is doing fine". The customer contact stated, "the pump did not malfunction. It was human error." Though requested, the customer declined to provide additional information.